Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (check belt and check therapy electrode messages) has been confirmed.  Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in-between the trunk cable and ECG "b". The root cause for the open wire was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing check belt and check therapy electrode messages.